Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that did allege insulin pump was under delivering. Customer¿s blood glucose was 293 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as thirsty. Customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was performed for high blood glucose level and under delivery. The device will not be returned for analysis.